Event description:
It was reported the bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg had poor separator movement. The following information was provided by the initial reporter: the customer stated "the centrifugal effect is not good, there are blood clumps and blood spots in the separation gel, and almost 80% of the blood collection tubes have problems."

Manufacturer narrative:
H.6. Investigation: bd received 3 photos from the customer for the investigation. Upon evaluation of the customer photos that were returned from customer facility, the photos showed the defect as ¿poor barrier separation¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Retention samples of the incident lot were selected from bd inventory for clinical evaluation for poor barrier separation and upon completion, no issues relating to poor barrier separation were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, poor barrier, because the defect was not evident in the testing of the customer lot samples. Testing of both retain and control samples tested was acceptable in terms of barrier formation and described gel inclusions. Bd was unable to determine the root cause of the customer's issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg had poor separator movement. The following information was provided by the initial reporter: the customer stated "the centrifugal effect is not good, there are blood clumps and blood spots in the separation gel, and almost 80% of the blood collection tubes have problems."